Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed capacitor charge time limit reached on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was stable.